Event description:
Philips received a customer complaint regarding a v60 device that displayed a ¿proximal pressure sensor failed¿ alarm at startup. It was reported that there was no patient involvement at the time the issue was discovered, as it occurred before treatment began. Following further on-site investigation by the engineer, the issue was suspected to be a sensor failure. The department was instructed to use another ventilator as a substitute, and the manufacturer was contacted to purchase a replacement sensor. After the sensor was replaced, the device returned to normal operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.